Manufacturer narrative:
The reported complaint stated that "lead was snagged inside the patient's body." Device evaluation indicated that only the distal end along with a piece of lead body was returned. No further analysis was required.

Event description:
A report was received that the physician could not pull out the lead during the lead pull. The physician believed that the patient's lead snagged on the bone and was apparently caught on the periosteum of the bone. The patient underwent an emergency surgical removal of the lead. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the physician could not pull out the lead during the lead pull. The physician believed that the patient's lead snagged on the bone and was apparently caught on the periosteum of the bone. The patient underwent an emergency surgical removal of the lead. No device malfunction was suspected. The patient was reportedly doing well postoperatively.